Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Cannot be locked when did the incident occur? During use it was reported that the dwh cannot be locked in place.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 2 physical samples submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection of the samples. Analysis of the sample showed that no defect could be found upon visual inspection and the connections were tested with a bd syringe and both ports connected correctly. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A memo has been included that details important usage techniques. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.